Event description:
It was reported that the patient presented to the clinic with a broken pin on the white lead of their controller. The controller was unable to be connected to the system monitor. The controller was exchanged. The patient was stable and did not have any symptoms during the exchange.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a broken pin from the white power cable was confirmed. Pin 4 (negative power line) broke off from the white power cable lemo connector. A review of the submitted log file spanned approximately 5 days (17feb2021 ¿ 22feb2021 per timestamp). On (B)(6) 2021 at 14:18 while connected to batteries, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after. There were no significant alarms and the driveline was disconnected on (B)(6) 2021 at 14:54 for a controller exchange. No other notable alarms were active in the log file. The heartmate 3 system controller (serial hsc-085960), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time despite the broken pin. The provided information indicated that the controller was exchanged. A root cause for the broken pin cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning, as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 patient handbook instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate3 patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. Device history records (DHR) were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.